Event description:
It was reported that during the procedure in the left circumflex artery (lcx), for treatment of a long lesion, pre-dilatation was performed using a non-abbott device. A 2.75x38 xience prime stent system was advanced, but could not cross the lesion. Dilatation was performed again and another attempt was made to advance the xience prime stent system; however, the stent system could not cross the lesion. The device was removed from the anatomy and dilatation was performed. A 3.0x18 xience v stent was advanced and successfully deployed in the proximal lcx. A 3.0x15 xience v stent system was advanced and deployed in the distal lcx; however, a dissection occurred at the distal end of the stent. A 2.75x23 xience v stent was deployed to successfully cover the dissection. The procedure was completed and the patient is reported as doing well. No additional information was provided.

Manufacturer narrative:
(B)(4) broken jaw at bifurcation. The analysis results found that the device was returned with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws detached on the ninth firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.